Manufacturer narrative:
The device history record (DHR) review could not be completed because the lot number that the customer provided was not a valid lot number. There were no photographs or samples submitted for an investigation. Based on the limited information the root cause is hypothetical in nature and a potential root cause was identified as the slitting of the gauze roll during manufacturing by crushing then cutting the gauze which generates some tiny fraying on the cut edge of the slit roll. A formal corrective/preventative action (CAPA) has been opened to address this type of an issue. The corrective actions taken by the suppliers of the gauze are to improve the cutting and folding method. The CAPA has been closed. This complaint will be used for trending purpose. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Submit date: 6/20/17. An investigation is currently under way; upon completion the results will be forwarded.

Event description:
The customer states that the sponges are linty.